Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that a balloon ruptured at 10 atmospheric pressures within 30 seconds. The device was removed by pulling it out slowly. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). E1 initial reporter facility name: (B)(6). E1 initial reporter adress 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination identified that he inner lumen of the extrusion was bunched 4.8cm from the distal tip and both the inner and outer lumen was perforated 5cm from the distal tip. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. The tip showed no signs of tip damage.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that a balloon ruptured at 10 atmospheric pressures within 30 seconds. The device was removed by pulling it out slowly. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E.1. Initial reporter facility name and address: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination identified that he inner lumen of the extrusion was bunched 4.8cm from the distal tip and both the inner and outer lumen was perforated 5cm from the distal tip. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. The tip showed no signs of tip damage.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon second inflation, it was noted that a balloon ruptured at 10 atmospheric pressures within 30 seconds. The device was removed by pulling it out slowly. The procedure was completed with another of same device. There were no complications reported, and the patient was stable post procedure.